Event description:
Crrt (continuous renal replacement therapy) filter - st150- lot #25g0042cb- this was not providing accurate uf(ultrafiltrate) volumes. This caused in accurate tracking of fluid status for the patient.